Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto 3 system and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. The body surface ECG had noise on the carto 3 system and recording system. The patches were replaced and the cable was reseated, but the issue remained. The cable was replaced, and the problem was resolved. The procedure continued. No patient consequence was reported. Additional information was received on 19-jun-2026. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. This was pre-procedure. Not the first use of the involved bs ECG cable. This noise issue was originally considered non-reportable, however, bwi became aware on 19-jun-2026 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this record is 19-jun-2026.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).